Event description:
The ess (endoscopy support specialist) was on-site at a customer location and found that the colonovideoscope nozzle was clogged with what appears to be a bristle from a cleaning brush. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was suggested to have been a bristle of a cleaning brush - however, the foreign material in the distal end elevator was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU), as below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.